Event description:
It was reported that the device had received saying that the you connector is corroded which was resolved with did a full pm test and got these results occlusion pass with at 9.44 flow rate test pass with a 11.86 pass pm test with no problems. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.